Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-10468. It was reported that the patient presented for a lead revision. Prior to procedure, the atrial lead was found to be dislodged after two prior lead revisions for unknown reasons and programming changes were made to deactivate the lead. Additionally, the right ventricular lead exhibited low r-waves. On (B)(6) 2020, the leads were explanted and replaced. There were no patient consequences.